Event description:
The resident with dementia was transferred with sara 3000 and arjo sling (model tss.501-sv ). During the transfer the resident suddenly let go of both handles. The resident slipped out of the lift sling and fell backward to the ground. The calf support belt was not applied. As a consequence of the event the patient sustained a cut in the back of the head, stitches were applied. After the event the lift and sling were inspected by arjo technician and no malfunction was found.